Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-15539). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a patient notifier. Premature eri of the ICD was seen. The physician elected to explant and replace the ICD. The patient was fine after the event.